Event description:
The consumer is an amputee and was using the walker to transfer to their wheelchair. The right handgrip allegedly slipped, causing them to fall onto the walker and injure their stump. As a result of this incident the user allegedly required surgery.